Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened and the distal tip was observed to be damaged. Although the cannula was observed to be damaged, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded form the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. As treatment, a new pod was applied and correction will be made.